Event description:
It was reported the patient (B)(6) was not receiving effective therapy coverage from her percutaneous leads. The patient reportedly experienced breast and abdomen stimulation. In addition, it was reported activation of the patient's left lead elicited a motor response. X-ray imagery confirmed migration of both devices surgical intervention was undertaken to explant and replace the leads. Effective stimulation was recaptured for the patient following the procedure. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.